Event description:
During a thorascopic pneumonectomy procedure, the clips scissored. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The device was functionally evaluated in co laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering eval and the exact cause could not be reliably determined.